Event description:
It was reported while that after using the guiding catheter in a directional coronary athrectomy case a piece of plastic was noted to be protruding from the end of the catheter. No pt injury was reportedly associated with this event.